Event description:
A physician reported a patient's intraocular pressure fluctuated a lot during the vitrectomy procedure, and the gas-liquid exchange silicone oil could not be completed. The product was replaced and the procedure was completed. About 1-3 hours after the procedure completion, patient's light perception was observed to be bad, and a drug treatment was given; but patient's vision still did not return even a day after the procedure. Therefore, the patient continued to take on the medication and related examinations were also performed. Additional information was received from the company representative determining that the patient could only see light. It was further confirmed that neither there was an increase in intraocular pressure nor there was a decrease in intraocular pressure, and the current intraocular pressure was normal. On an unspecified date, related examinations oct (optical coherence tomography), fundus angiography and fundus color photography were performed, however results were not provided. The surgeon was consulted and he/she stated that the patient had only light perception before the procedure. The surgeon believed that the incident had an impact on the patient's vision recovery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient's intraocular pressure fluctuated a lot during the vitrectomy procedure, and the gas-liquid exchange silicone oil could not be completed. The product was replaced and the procedure was completed. About 1-3 hours after the procedure completion, patient's light perception was observed to be bad, and a drug treatment was given; but patient's vision still did not return even a day after the procedure. Therefore, the patient continued to take on the medication and related examinations were also performed. Additional information was received from the company representative determining that the patient could only see light. It was further confirmed that neither there was an increase in intraocular pressure nor there was a decrease in intraocular pressure, and the current intraocular pressure was normal. On an unspecified date, related examinations oct (optical coherence tomography), fundus angiography and fundus color photography were performed, however results were not provided. The surgeon was consulted and he/she stated that the patient had only light perception before the procedure. The surgeon believed that the incident had an impact on the patient's vision recovery. Additional information received from the company representative indicated patient underwent procedure in her right eye. Additional information was received from the company representative which stated that patient¿s previous visual acuity was counting finger, which was better than light perception. The patient was reviewed after a few days of the operation, only light perception vision, and there was no improvement.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer reported the poor air displacement. The pak was visually inspected. The pos 3 ID tab was broken off on the pinch plate of the cassette that interfaces with the console. This observed damage will result in the customer's experience. Inspection of the pinch plate indicates the tab likely broke off at some point, however, we were unable to isolate when and where the break occurred. We were able to replicate the customer's experience. During fluid air exchange (fa/x) function, fluid (instead of air) flowed to the infusion cannula line. There was no fluid from the lpas port of the cassette to the infusion cannula line. Console safety checks are established to detect and prevent the reported cassette from being used by the customer. The root cause of the customer's complaint could not be conclusively determine when and where the broken identification (ID) tab on the pinch plate occurred. No corrective action is required at this time, based on our current tracking, there are no adverse trends for this reported complaint and lot. In-process controls are established to ensure each final assembled pak is verified that all required tests have been performed and all acceptance criteria are met prior to release. The manufacturer internal reference number is: (B)(4).